Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Infutronix received a complaint from a healthcare professional (hcp) who reported that 1 day after the pump was placed, patient reported experiencing an occlusion alarm. Patient returned to clinic, the nurse checked and flushed the patient's port and the line. Nurse noticed that there was a small kink in the line and once that was fixed, the nurse then restarted the pump and it ran fine and the patient was sent home. The following morning, the patient called the clinic to report the pump was empty, and their hands and feet were tingling, so the patient thought the infusion happened too fast. Patient returned to clinic, and it was confirmed that the pump was empty. The actual pump was showing volume to still be infused, and the rate was at 5ml/hr. The nurse said that when she started it, it was set at 2.1ml/hr. Operator of device was the patient. Medication being infused was 5fu. The contract manufacturer of the affected device is zyno electric & machinery ltd, shanghai.